Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Electrical analysis revealed high lead pacing impedance due to that the helix was retracted and clogged with dried body fluid/tissue. Normal lead pacing impedance was measured when the helix was in extended position.

Event description:
It was reported that during implant, after positioning in the ventricle there was a big difference between uni and bipolar sensing and impedance. We decided to switch psa and measurement cables but the difference values continued. We also tried several places in the ventricle without success. This lead was not implanted.